Event description:
As documented verbatim on e-mail received on 1/22/2008: "it was reported that (B) (6) had difficulty getting the channel sheath through the skin and commented that the sheath/dilator transition was poor. We noted this on the crv data form. However, the sheath was used and we performed a successful case. The following comments have been received from (B) (6) recently - 'upon reviewing the pts charts this evening I noted that one of my mesh pts (pm with hypertrophic cardiomyopathy from (B) (6) 2007) had no complication while in hosp, but after going home developed a hematoma with a transient pseudo aneurysm with spontaneous resolution without intervention. - thus one of my pts had a vascular access complication with a favorable outcome.' Device was used on the pt. Case was successful."

Manufacturer narrative:
Sheath transition problems due to out of specification tip flat. Out of specification condition produces higher insertion force and inconveniences the physician conducting the procedure. Deviation in place for 100% inspection of tip flat while thermoforming die is re-designed and validated to allow for a more gradual transition at the sheath tip / dilator transition area.